Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had frequent previously unreported episodes of gastrointestinal (gi) bleeding. The patient would reportedly present to the clinic with fatigue and low hematocrit levels. The source of bleeding was located through endoscopy in the patient's jejunum. It was reported that the patient had been transfused and ultimately taken off anti-coagulation three months post-implant due to recurrence of gi bleeding. The patient underwent a heart transplant on (B)(6) 2015. No evidence of pump thrombosis was reported and the patient was reportedly asymptomatic at the time of the transplant. No further information was provided.

Manufacturer narrative:
The evaluation did not reveal any depositions within the returned pump. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from the testing revealed normal pump power and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.